Event description:
It was reported that after approximately 45 hours of intra-aortic balloon (iab) therapy, the pump generated a frequent alarm. Blood was seen in the tubing. The iab was then removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name:(B)(6) hospital. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior and interior of the membrane. The sheath was returned over the catheter tubing and part of the membrane. A visual examination of the product detected the inner lumen within the membrane was completely separated approximately 2.3cm from iab tip. One kink was observed within the catheter tubing approximately 76.2cm from the iab tip. The pressure tubing was also returned. The male lure was returned stretched or oversized. The iab membrane was found to be aneurized when inflated with air. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and pressure tubing was performed, and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problems. It is difficult to determine when the lumen break occurred, but it is possibly a result of patient movement during the procedure. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Complaint record ID #(B)(4).